Event description:
Reportedly during deployment of the absolute pro stent to treat a lesion in the superficial femoral artery (sfa) with moderate calcification, the wheel would not rotate properly and the stent became partially deployed. The physician attempted to withdraw the partially deployed stent; however, the stent became damaged and separated into two pieces. One part of the stent was retrieved using a snare; however, the other part was embedded into the vessel wall with the deployment of another absolute pro stent (7x160). Additionally during advancement of the fox plus dilatation catheter over a non-abbott guide wire for predilatation of the sfa, resistance was felt and the fox plus dilatation catheter and non-abbott guide wire were removed with resistance. Another fox plus and a new non-abbott guide wire was used to complete the pre-dilatation. The patient was fine post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absolute pro referenced is being filed under a separate medwatch report. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.